Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the pfna ii blade did not lock during surgery on an unknown date. There was no patient consequences reported. No further information is provided. Concomitant device reported: pfna nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) pfna-ii blade. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the complaint can be confirmed for the pfna-ii blade l85 tan (part# 04.027.052s, lot# 20p8426 qty# (B)(4)) as the returned device was seized and could not be disassembled. While a definitive root cause could not be identified for the reported issue, it is possible that the devices were assembled inappropriately prior to use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: expiry date: 01. Oct. 2029. Part: 04.027.052s, lot: 20p8426, manufacturing site: bettlach, release to warehouse date: 24 oct. 2019. A manufacturing record evaluation was performed for the finished device with lot number 20p8426, and no non-conformances were identified.,part: 04.027.052s, lot: 20p8426, manufacturing site: bettlach, release to warehouse date: 24 oct. 2019, expiration date: 01 oct. 2029. A manufacturing record evaluation was performed for the finished device with lot number 20p8426, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: picture review: there is a pfna ii blade visible on the picture. It cannot be confirmed if the blade did not locked or not. Functional issues cannot be confirmed based on the picture. The review of the picture does not allow to any determination of any root cause. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.027.052s, lot: 20p8426 , manufacturing site: bettlach, release to warehouse date: 24 oct. 2019, expiry date: 01. Oct. 2029. A manufacturing record evaluation was performed for the finished device with lot number 20p8426, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.